Event description:
Healthcare professional reported "rupture device", confirmed through ultrasound and "breast sono-mild pericapsular fluid". This record is for the left side. Device was explanted and replaced with another manufacturer's devices.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported "rupture device", confirmed through ultrasound and "breast sono-mild pericapsular fluid" . This record is for the left side. Device was explanted and replaced with another manufacturer's devices.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening and surgical damage also observed an opening assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.